Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Motor stall error with no motion at all. Bezel doesn't feel jammed so possibly the motor controller so suggested send in to the depot he gave me a serial number, (B)(4), but crm keeps erasing it.